Event description:
The patient was referred for generator replacement due to end of service. During surgery, the old generator could not be interrogated. Once the new generator was implanted, high impedance was seen, so the lead was also replaced. Once the lead was replaced, the impedance was ok. It was confirmed that lead pin reinsertion was attempted prior to replacing the lead. Therefore, incomplete pin insertion can be ruled out as the cause of the high impedance, and the high impedance can be attributed to a lead fracture. The explanted devices were discarded during surgery. No additional relevant information has been received to date.